Event description:
It was reported that after the 1st inflation of a surgical revision of an av anastomosis graft, the catheter balloon wouldn't deflate. The balloon was inflated at 15atm, past the rated burst pressure. After 3-5 minutes, the balloon was finally deflated and the catheter was removed and replaced with another of the same make and type to successfully complete the case without further complications being reported.